Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior of the returned cycler showed no signs of physical damage. The complaint event was able to be duplicated as there was a blank screen during device power-up and a burning smell was observed. The j2 connector on the inverter board was found to be burnt. The machine passed voltage checks. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump but the cause was not able to be determined. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related with the reported event. The investigation into the cause of the complaint was able to confirm the reported event. The blank screen was able to be duplicated during evaluation of the returned device by the manufacturer and visual examination of the inverter board confirmed that the j2 connector had heat damage. Therefore, the complaint has been deemed confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had a burning smell and distorted touch screen during step 3 of setup that happened right after the cones were broken. The patient did not observe any charring or burn damage on the cycler. The cycler plugged into the wall outlet of the patient's home. The patient did not continue with pd treatment that night .the patient did not experience any adverse events. The patient received a replacement cycler the next day and continues regularly scheduled pd treatments with no further issues. The patient returned the old cycler to the manufacturer. During evaluation, the manufacturer found that the cycler's display inverter board had burn/thermal damage at the j2 connector.